Manufacturer narrative:
A sample device was not returned for analysis. Complaint and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. No other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that during an intraocular lens (iol) implant surgery, abrasion had occurred in the cartridge when the iols are pushed forward. This abrasions were transported into the eye with the iol, but were rinsed out without leaving any residue. As the abrasion occurred repeatedly. The company suspect cartridges were no longer used. There was patient contact, however no patient harm.

Manufacturer narrative:
The complaint company cartridges were not returned. Forty unopened company cartridge cartons were returned for affected lot. Ten of the unopened samples were randomly pulled for evaluation. The company cartridge were numbered 1-10 for evaluation purposes. The ten unopened company cartridges were evaluated. The company cartridges were opened and microscopically examined with no damage observed. No particulate was observed inside the cartridge lumens. All ten company cartridges were functionally tested per the instruction for use (IFU). No lens or cartridge damage was observed after the lens deliveries. The company cartridges were cleaned for further evaluation. Top coat dye stain testing was conducted with acceptable results. A qualified handpiece and viscoelastic were indicated. The specific lens model/combination used was not provided. The used company cartridge complaint samples were not returned. No determination can be made without physical evaluation of the complaint sample. No foreign material was observed. Functional and dye stain testing was conducted with the unopened samples with acceptable results. No cartridge damage or foreign material was observed after the functional testing. It is unknown if a qualified lens model/diopter was used. Per the IFU: the company iol delivery system is for implantation of qualified company foldable iols. No unqualified lenses should be used with the company iol delivery system. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The IFU instructs to completely fill the cartridge with ovd (diagram provided) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The root cause for the reported issue could not be determined. The manufacturer internal reference number is: (B)(4).